Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that there is a broken foot arch on a hoffman lrf system. Event occurred after discharge from hospital on the way home (12-aug). The foot arch snapped at the joint with metal interface. Patient's treatment has been delayed, patient will have to attend clinic as a result to replace the arch on (B)(6). It was also noted that "healing may be delayed due to rigidity of foot construct being compromised until arch replaced".

Event description:
It was reported that there is a broken foot arch on a hoffman lrf system. Event occurred after discharge from hospital on the way home ((B)(6)). The foot arch snapped at the joint with metal interface. Patient's treatment has been delayed, patient will have to attend clinic as a result to replace the arch on (B)(6). It was also noted that "healing may be delayed due to rigidity of foot construct being compromised until arch replaced"

Manufacturer narrative:
Correction: please refer to d9/h3 the product was not returned. The complaint could be confirmed, since the returned image for evaluation matches the alleged failure. A device inspection was not possible since the affected device was not returned for investigation. An inspection of the received images' has shown that the two connection pins which are glued into the carbon part are broken off. Due to the fact that the article was not returned for examination, no further statements can be made. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown